Manufacturer narrative:
It was reported that customer was assisted by an olympus representative during troubleshooting with the suspected cv-180 unit, but was initially unable to get an image using two different video scopes. In additionally, multiple attempts at troubleshooting with different cv-190/clv-190 units with the two scopes were also unsuccessful. However, final troubleshooting attempt with the suspected cv-180 unit and a third 180 scope resulted successfully. The olympus representative informed the customer that the issues were with the scopes. The customer was advised to send the devices in for repair. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera ii video system center was unable to take and print image when connected to a scope. The event occurred during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the failure of the scope could not be identified. Olympus will continue to monitor field performance for this device.